Manufacturer narrative:
Patients (twin boys (B)(6)) were diagnosed with congenital central hypoventilation syndrome at birth. They are ventilator dependent due to this condition. Pts were trached until the age of five, at that time they were placed on nasal mask for ventilation (not resmed). Pts remained on nasal mask (B)(6). Pts were then placed on resmed ultra mirage full face mask (umffm). Pts remained on umffm for approximately 3 yrs. Pts now have jaw and teeth problems that parent alleges is directly related to and caused by the use of the full face mask. The mask was not returned to resmed for inspection. Pt has not provided medical records. This event is currently under review by resmed medical director located in (B)(4).

Event description:
Pediatric pt(s) have jaw and teeth problems that parent alleges is directly related to and caused by the use of the resmed full face mask.